Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported to FDA under mw5091461. It was reported that a caucasian female patient who underwent primary breast augmentation surgery with 350cc mentor memorygel breast implants experienced breast pain, migraines, depression, anxiety, fibromyalgia, ulcerative colitis (in remission), breast pain, redness, severe hair loss, dry skin, joint pain, muscle pain, skin rashes, fatigue, brain fog and memory loss post procedure. As a result, patient underwent bilateral removal without replacement on (B)(6) 2019. This report is for device a. See 1645337-2020-00970 for contralateral prosthesis report.